Event description:
Caller reports patient tested 5.8 inr on the coaguchek xs system and 4.1 inr on a comparison lab. Caller reports that the coumadin was held based on the meter result. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.